Event description:
It was reported post implant a realized band , the band was removed due to a band slippage. When attempting to remove a injection port, the port hooks would not retract. The surgeon used a kelly instrument to retract hooks to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the following components were returned: the velocity port, the locking connector and tubing strain relief, the port applier, the red safety cap, the inner lid with label of the final packaging. Upon visual inspection, it was observed that the port applier was covered in brown stains, evidence of use of the device. No mark or stain was observed around the velocity port, evidence that the velocity port was not used. A port hook deployment test was performed on the velocity port with a successful result, hooks were retracted and deployed. An artificial tissue medium test was performed on the velocity port with a successful result. Hooks were deployed. No discrepancies were observed on the velocity port. Velocity was returned fully functional. An actuator rotation test was performed on the port applier with a successful result. Actuator was unlocked and locked. An applier firing and retraction test was performed on the applier with a successful result. Hooks from the velocity port was deployed and retracted. Port applier was returned fully functional. The complaint of band slippage cannot be confirmed as product analysis cannot confirm events that are physiological in nature. The reported inability to retract hooks was not confirmed, devices (velocity port and port applier) were returned fully functional. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.